Manufacturer narrative:
The logs for the event date were examined to investigate the matter. At 14:50:41, the user attempted a 3d scan as evident by the following message: ¿user action: device: switch, ID: 2 (1, 2, or 3), action: press, mode: 3d.¿ at 14:50:51, the logs showed the following error: ¿generator interface status event: generator interface error. Generator not ok (error number=32).¿ this error message was reported by the o-arm¿s firmware because the sedecal generator encountered an error. Later, the sedecal generator reported the following error: ¿recoverable error: (139) the starter microcontroller has detected an error in its power module (inverter failure).¿ the sedecal generator also reported: ¿recoverable error: (140) the starter microcontroller has detected an error in its power module(output voltage).¿ the o-arm did not take a 3d spin because there was a problem with the sedecal generator. To operate correctly, the o-arm required all of its sub components to function properly. It is not clear why the sedecal generator failed. The generator does not provide sufficient information to determine the root cause of the failure. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
The site representative could not provide the patient's sex or ID when it was requested. On 4/23/2016, a medtronic field service engineer visited the site and tested the system. The system passed all software and hardware testing. No fault found. System performed properly. Unable to confirm complaint or determine root cause as reported behavior could not be duplicated.

Event description:
A site radiology representative reported that the o2 system was not responding when attempting to acquire a post-op 3d image. Rt was using the foot pedal to take a 3d spin. The oarm gantry was beeping when trying to take the 3d image, but the gantry pendent and detector did not move from the home position. No issues taking 2d images. A reboot was attempted, but did not resolve the issue. 10 minute delay to reboot. Surgeon decided not to take post-op images of the patient. No harm to the patient.